Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/11/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/24/2017 with the following findings:the complaint could not be confirmed or duplicated on investigation. The keypad cover was intact and all buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The pump was opened and no defects were found to internal keypad components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.